Manufacturer narrative:
The pacemaker first underwent a status interrogation, and the device memory was analyzed. The device status had been eri since (B)(6) 2019. The charge drawn from the battery was checked. The check indicated a battery discharge not meeting expectations. The pacemakers capability to provide therapy was tested. The antibradycardic output signal matched the programmed values in eri mode, and the signal sensing of the device was normal. The pacemaker showed specification-conforming behavior in regard to its device functions. Subsequently, the pacemaker was opened. The visual inspection of the internal structure showed no irregularities. The battery voltage was measured. The measuring confirmed a battery discharge not meeting expectations. The battery was returned to the manufacturer for an extensive analysis. First, the production documents of the battery were reviewed, which showed no anomalies. Subsequently, the voltage and the heat tone of the battery were analyzed. During the measurement of the battery voltage, a discharged battery could be confirmed. A performed microcalorimetric measurement showed an inconspicuous heat tone of the battery. The battery was then opened, and the internal structure was inspected visually. During the visual inspection, an internal short-circuit was detected. This damage enabled an increased battery-internal self-discharge, which contributed to premature battery depletion. In summary, premature battery was confirmed during the analysis of the pacemaker. The clinical observation resulted from an increased self-discharge of the battery. The electronic module proved to be without defect during the analysis. Based on the analysis, all therapy functions critical for patient safety were available without limitations during the implantation time.

Manufacturer narrative:
The device was not returned for analysis. Analysis is thus based on the available production documents and any device data submitted. The production process for this device was reviewed. The production documents did not show any irregularities. All production steps were correctly executed. A standard electrical outgoing goods test was performed and good working order was documented. The available device data were analyzed extensively and could confirm the clinical observation that the battery power depletes faster than expected. However, power consumption is normal and as expected. The reason for the quick battery depletion could not be determined on the basis of the available data and requires analysis of the device. A damaged electronic component cannot be ruled out. In summary, the device was not returned for analysis. A review of the production documents did not show any irregularities. The cause for the clinical observation could not be determined based on the data available and can only be clarified with device analysis. Should the device become available for analysis, then this process will be updated accordingly.

Event description:
After an implantation period of approximately 43 months, it was reported that the device shows the eri status.